Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, and a cracked case near the display window corners noted during the visual inspection. There was no moisture damage noted on the electronic assembly. There was moisture damage noted on the motor assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had moisture under the lcd display on the insulin pump. Customer's blood glucose was 204 mg/dl. The pump was not dropped. There are cracks in the display and the drive support cap does not appear to be damaged. Customer was asked verbally and in written form to return the pump for analysis.